Event description:
During a follow-up check approximately six weeks post-operative, it was discovered via x-ray that the plate was in the open position. The initial surgery took place during the first week in may. The surgeon has opted not to perform a revision at this point since the patient is asymptomatic, but will continue to monitor the patient closely.